Manufacturer narrative:
Per gfe response, the field service engineer (fse) confirmed that the battery was not charging, and the battery was less than 5 years old based on the date of manufacturing. The fse also stated that the battery was not replaced by philips because the device was out of warranty, and the customer did not accept the quotation. Therefore, the fse was not able to evaluate or repair the device, and no work order was generated. It is unknown what the outcome of the service event was, and further information could not be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
Institution/reporter phone#: (B)(6).

Event description:
It was reported while not in clinical use, there was an unspecified battery failure. No reports of patient/user harm or injury. Investigation is ongoing.